Manufacturer narrative:
Additional information: section: b.3, d.6b, d.9, h6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an in-situ failure in the past and has decided to pursue revision surgery.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode. This is believed to have occurred during revision surgery. Visual inspection also revealed a dented bottom cover, and broken antenna wires. The photographic imaging inspection confirmed broken antenna coil wires, as well as a dented bottom cover. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. This device had broken antenna coil wires. It is believed that these breaks caused the no lock, induced by the trauma reported. However, this device had moisture that exceeded the rga test limit. Based on an assessment of the rga data, it is determined that this device was non-hermetic. Corrective actions were implemented. This version of the hires 90k device is no longer distributed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.